Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient reported falling numerous times after dislocating last year. Longer head implanted in 2017. Currently appears-liner disassociated in pinnacle cup. Severely blackened delta ts head from articulating with pinnacle cup as poly disassociated, poly worn and deformed but not fractured. Replaced and was locked and stable in cup. Doi: unknown; dor: (B)(6) 2017; left hip.